Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances, 0-7 contacts; 40,000+ (do not use reading). Patient unable to adjust her intensities with groups programmed on 0-7 lead. The rep moved all the programming to functioning 8-15 lead. The cause was not known. Patient receiving good pain relief from device and has adequate stimulation coverage of painful areas on working lead. No further intervention planned other than to monitor and reach out with additional questions or concerns. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient said they had eye surgery done back in january, and it screwed things up; the patient reported she left her stimulator on. Patient reports the stimulator was working great before the eye surgery. Patient said they are having problems with her leg going numb and foot killing her. Patient is looking for reprogramming. Patient has been playing with it a little bit and they are getting a message that says cannot provide your desired intensity settings. Agent asked patient if they had tried a different group and patient said group a and c are showing an error message: cannot provide your desired settings. Patient was able to change to group a, but not covering her pain that she needs. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.